Manufacturer narrative:
Common device name: culture media, antimicrobial susceptibility test, mueller hinton agar/broth. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mueller hinton ii agar the customer observed microbial growth in the plates. This event occurred 120 times. The following information was provided by the initial reporter: "... With microbial growth in the plates.¿

Manufacturer narrative:
H.6 investigation summary: complaint history review: the complaints trends were reviewed for a period covering 12 months. There were similar complaints received during that period on this catalog number. However, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided but the shared pictures are illustrating the contamination on the plates evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9 %. For our continuous monitoring, we derive a contamination ratio for below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 0,65. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Investigation conclusion: due to the fact that the shared picture is illustrating the complained issue, the claim can be confirmed. However since no trend was detected a corrective and preventive action will not be initiated. Bd regrets the inconveniences you have experienced and will continue to monitor similar incoming complaints.

Event description:
It was reported that while using bd bbl¿ mueller hinton ii agar the customer observed microbial growth in the plates . This event occurred 120 times the following information was provided by the initial reporter: "... With with microbial growth in the plates¿